Event description:
Additional information received indicated low pacing impedance was observed on the left ventricular lead as opposed to high pacing impedance that was previously reported.

Event description:
During follow-up, pacing lead impedance was high and out of range. All other electrical parameters were within range. No intervention was performed, the patient will be monitored and was stable.